Manufacturer narrative:
Device evaluation: the cold pixel phenomenon occurred during the case.

Event description:
It was reported that during an ablation procedure, blue and purple pixels appeared adjacent to the probe at 128% firing power. The surgeon did not feel that it was necessary to change the power setting and continued the ablation. There were no patient complications reported in relation to this event.